Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator¿s (epg) had damaged output connection ports. It was also indicated that the case was broken, and the display was out of specification electrically. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connection ports. The status of the epg is unknown. There was no patient involvement.